Manufacturer narrative:
The complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that two mr290 autofeed humidification chamber were leaking. It was further reported that one chamber was leaking between the feedset tubing and the water bag spike, the customer did not comment on where the second chamber was leaking. No patient consequence was reported.